Manufacturer narrative:
One device was returned for repair with complaint of motor malfunction. No previous repairs were noted within the last 12 months. Review of event history log did not confirm the motor malfunction. The complaint was not confirmed or duplicated during repair activities. The primary cause of the reported issue was unable to be determined during repair activities. No actions were taken to address the primary complaint.

Event description:
It was reported that the product's motor has malfunction. Event occurred while patient use, during patient administration. There was known patient involvement and no patient harmed reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.